Event description:
As reported on (B)(6) 2013, a pt of unk age and gender presented for an angiographic procedure. During preparation for the procedure, when removing the device from the sterile packaging, it was noticed the tip of the catheter was broken. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the reported device did not come into contact with the pt. The reported disposable device has been returned to the MFR for investigation.

Manufacturer narrative:
Returned for eval was a softvu cb2 5fx90cm .038b. A visual examination of the device noted tht a portion of the tip was fractured off and the tip material was brittle. The customer's complaint description is confirmed. A review of the mfg process was completed by the mfg engineering department. This review noted no non-conformance reports (ncr) or deviations for the affected lots, and no ncr's for the raw material soft tip. Although a root cause cannot be definitively ascertained, it is reasonable to conclude that the root cause for this tip was break is not mfg related. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lot met all material, assembly, and performance specs. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". During the mfg process catheters are aql inspected several times for digs, cuts, kinks, foreign matter, or other deformations along the shaft of the catheter. Any deformation significant enough to feel rough when slid through one's fingers is considered defective. As reported, there was no harm to injury to the pt due to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).